Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) level (specific value was not provided) on (B)(6) 2025. Cause was not known. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.